Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that a ventilator display froze at the six picture screen. The reported condition was reproduced. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The single board computer (sbc) printed circuit board (pcb) was replaced and the customer reported condition was confirmed.

Manufacturer narrative:
A single board computer (sbc) was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was confirmed. The product analysis updated the software to the current revision. If information is provided in the future, a supplemental report will be issued.